Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforation surrounding tissues/organs, fracture of one or more filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Approximately three years and four months after the filter was implanted, the patient was evaluated in the emergency department for intermittent upper abdominal pain and discomfort. The medical history at the time included gastroesophageal reflux disease (gerd), mitral valve prolapse and status post cholecystectomy. The patient underwent a computed tomography (CT) scan of the abdomen and pelvis. The CT report included scattered colonic diverticulosis without evidence for diverticulitis or diverticular abscess, a left renal cyst and the ivc filter seen in position. Approximately four months later, the patient returned to the emergency department for generalized weakness, headache, left breast pain, minor stomach discomfort for which a diagnosis of hiatal hernia was made the medical history at the time included a history of gerd, osteoporosis, mild aortic valve regurgitation, a colon cyst and a ¿greenfield¿ filter in place. The patient underwent a chest x-ray, and a head CT which showed no acute pathology and no evidence of breast lump on examination. After receiving compazine for headache, the patient improved and was discharged with a recommendation to follow-up as an outpatient for a mammogram. The sagittal images of the CT scan which was completed approximately twelve years and six months earlier, were reviewed to evaluate ivc filter positioning. The review findings reported the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as well as fractured struts. The superior end of the cordis trapease permanent ivc filter at the l1-2 interspace. The ivc filter is tilted laterally at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. There is one anterior strut perforating the ivc wall 4mm and contacting the right hepatic lobe. One anterior strut perforates the ivc wall 5mm and contacts the bowel. One medial strut perforates the ivc wall 6mm and resides within the soft tissues. Two posterior struts perforate the ivc wall 5mm and 7mm and reside within the soft tissues, and one lateral strut perforates the ivc wall 5mm and contacts the right hepatic lobe. Additionally, two posterior fractured strut fragments were reported. The report noted that the original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years and eleven months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc), tilting, perforation of filter strut(s) into organs and filter fracture, with two posterior fractured strut fragments retained within the body. The patient further experienced soreness down the right side, weakness, watery bowels, feeling like passing out in addition to anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena (ivc) cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, perforation of all filter struts outside the wall of the ivc(ivc) with multiple struts perforation surrounding tissues/organs, fracture of one or more filter struts. Approximately 3.25 years after implant, the patient had intermittent upper abdominal pain and discomfort. The medical history includes gerd, osteoporosis, heart valve disfunctions, and cholecystectomy. A CT reported scattered colonic diverticulosis, a left renal cyst and the ivc filter seen in position. Approximately four months later, the patient was diagnosed with hiatal hernia. 12.5 years post implant, a CT scan revealed the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as well as fractured struts. The superior end of the cordis trapease permanent ivc filter at the l1-2 interspace. The ivc filter is tilted laterally at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. There is one anterior strut perforating the ivc wall 4mm and contacting the right hepatic lobe. One anterior strut perforates the ivc wall 5mm and contacts the bowel. One medial strut perforates the ivc wall 6mm and resides within the soft tissues. Two posterior struts perforate the ivc wall 5mm and 7mm and reside within the soft tissues, and one lateral strut perforates the ivc wall 5mm and contacts the right hepatic lobe. Additionally, two posterior fractured strut fragments were reported. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc(ivc), tilting, perforation of filter strut(s) into organs and filter fracture, with two posterior fractured strut fragments retained within the body. The patient further reports soreness down the right side, weakness, watery bowels, feeling like passing out in addition to anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety, weakness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown; said to be in 2004. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and all filter struts had perforated outside the wall of the inferior vena cava (ivc) with multiple struts surrounding tissues and/or organs. In addition, one or more filter struts had fractured. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforations of the ivc and organs. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all filter struts outside the wall of the ivc with multiple struts perforation surrounding tissues/organs, fracture of one or more filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.